Manufacturer narrative:
Additional information received on 16/oct/2017. No starter awl was available in the instrument set to help the insertion of the anchoring plate (distributor's choice). Surgical technique followed by surgeon. Fields were updated. Our analysis on cage shows that the cage is broken near the slot of anchoring plate. It indicates that a significant effort was applied on anchoring plate which leads to the breakage of the cage. This issue could happen when the patient has hard bones or other bones pathology, and creates difficulties for insertion of anchoring plate. These elements allow to conclude that the root cause is not related to the products but probably to the bone quality of patient and the no use of the starter awl.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Event description:
Roi-c: implant was broken. During an acdf (anterior cervical discectomy and fusion) procedure in c4-c5, the surgeon was not able to insert the first anchoring plates in the roi-c cage and the implant was damaged. Product returned: cage broken, anchoring plate damaged. No broken part left in the patient body. Another device was used. Delay 50 min. No harm to the patient.